Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had a blank display. The device was not bumped or dropped. It was possibly exposed to moisture exposure. Customer uses x-power batteries. Battery cap and compartment were ok. A new battery was inserted. Customer's blood glucose was 19mmol/l. No further information reported.